Event description:
It was reported that the ventilator showed abnormal asynchrony behavior a few minutes after start of ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#:(B)(4).

Manufacturer narrative:
It was reported that the unit had abnormal ventilation behavior. The ventilator was was investigated by our field service engineer on-site and the issue was reproduced. The monitoring board was found defective and replaced, which resolved the issue. No part will be returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.